Event description:
The reporter stated the surgeon inserted a 13.2mm micli3.2 implantable collamer lens, but the lens became stuck in the cartridge while being inserted. He lens was removed with no patient injury and a back-up lens was implanted. The reporter stated it was unknown if the lens was damaged.

Manufacturer narrative:
Evaluation: a lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.